Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a couple weeks after they got their first implant, they started to get a mild infection and the implant was draining. They did not confirm if it was the incision or the implant. Patient stated that they took a long trip on vacation and that apparently forced the implant out. The agent understood this to mean implant came out of the body. Patient said that they had no promise with it and that was where they were hoping they were going to put another one in because they love the device and it has been amazing to their life. Patient confirmed that with the new implant, everything was working as intended.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.